Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated there is missing piece around reservoir mouth and battery cap ridge is stripped around the reservoir compartment. The customer stated that the battery cap is unable to secure in the pump due to ridges wearing down. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer did not want to troubleshoot the pump for high blood glucose.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip; a test reservoir was installed in and did not lock in place due to complete broken reservoir tube lip. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the reservoir tube window corners, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, missing the end cap sticker and cracked battery tube threads.